Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during test due to faulty force sensor relay. No alarms noted during testing. The insulin pump was tested outside of device and passed. The insulin pump was received with scratched liquid crystal display window, scratched reservoir tube window, stained address serial number label and stained end cap sticker.

Event description:
It was reported that the customer received several no delivery alarms and a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 153 mg/dl the customer did not recall any significant events leading up to the alarm. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.